Event description:
Current lyme, bartonelia and babesia testing is unreliable: the elisa (enzyme linked immunoassay) test the cdc recommends for lyme is 50% accurate or less, depending on the research. There are over 100 lyme (borrelia) in the us and over 300 worldwide, yet current standard testing (the most reliable tests are with labcorp) tests for only one or two strains. There are also over 100 babesia strains but most testing tests for only tow strains. The elisa and igenex western blot lyme tests and other similar antibody tests are extremely and unacceptable inaccurate. They rely on a properly functioning immune system, which, if it were functioning the body would likely not need help fighting of lyme and co-infections and the patient would not feel unwell, seeking the tests in the first place. Also, when the immune system is overwhelmed, it is not producting antibodies, which the test detects. So very ill patients are told by ill-informed physicians (who are not lyme specialists) that they do not have lyme, when they likely have it. Additionally, the two-tiered testing approach promoted by the cdc is designed to prevent false positives when the reality is danger from far too many false negative diagnosis if you ask lyme specialists. Conventional medicine is also ill-informed regarding the issues surrounding these tests, their accuracy, how they should be used in context with a clinical diagnosis-not in place of one, and how the tests should be interpreted. The igg and igm are also unreliable markers for new and old infections, given the inconsistency of an under functioning immune system. Physicians are following these tests without any clinical interpretation and turning patients away with the diagnosis of not having lyme because the inaccurate test suggests an old infection. Interpretation of the western blot tests are also based on cdc guidelines, which are not appropriate for lyme. The negative and positive summary results are misleading. There are lyme-specific bands that are in dispute amongst the lyme experts. If any of these bands appear in either igg or igm, that is likely indication of past or present infection with the causative agent in lyme disease, not a clear "negative" test result; "something" consistent with infection with borrelia was observed. Some labs ignore "ind" indeterminate bands, which clearly indicates something is reacting. Again, patients are told they are negative for lyme. In my experience, I was likely bit and infected with lyme, bartonella an babesia 15+ years before I finally got diagnosed. I started seeing a lyme specialist, to satisfy insurance requirements she did an elisa test on me, which came back negative. Utilizing her experience and knowledge within the context of all my symptoms, she knew to ignore the cdc's two-tiered requirement (which discourages a follow up test if the elisa comes up negative, suggesting to retest with western blot only if the elisa is positive to confirm diagnosis). She also knew, given the negative results from the elisa and a low cd57 test that my immune system was likely struggling and gave me olive leaf extract for a month to help provoke a more (effective immune response. My ignex wb came back "cdc-positive" a month later. She also tested me fo babesia ) which only tests for 2 of the 100 strains), which came up negative even though most of my symptoms are babesia-related. My bartonella test came back positive, but I will likely have to retest since it wasn't "positive enough", even though my symptoms are very clear. Had my doctor not approached the testing for lyme as recommended by the cdc and like most other conventional doctors who are not educated in lyme who missed all my symptoms for 15+ years, I would still be sick, getting sicker, allowing the lyme, bartonella and babesia to continue damaging my body and threatening my health.